Event description:
The customer received control results of 306 and 162mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer was asked to return the test strips for evaluation. New meter, strips and control were sent to the customer.